Manufacturer narrative:
Please be advised that this complaint originates from a double-blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Please note that only a range of 56 - 65 years was provided for the patient's age. An exact age was not provided; therefore, no information was entered under a2. Complaint conclusion: as reported in a cordis pta dilatation catheter (.035) survey, respondent #102 indicated pain was experienced during balloon inflation of an unknown 3mm x 4mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter which resolved. The respondent also indicated that a vasospasm occurred which was short-lived and was resolved with an intra-arterial infusion of papervine. This was during a procedure to dilate a stenosis on a patient with peripheral artery disease (pad) in which the target vessel was the infra popliteal artery. The device will not be returned for evaluation. It was reported by a survey respondent that a patient experienced vasospasm and pain during a pta balloon angioplasty procedure of the infra popliteal artery. Vasospasm during angioplasty is a transient vessel constriction caused by mechanical and/or chemical irritation of the arterial wall. It produces ischemic pain due to reduced perfusion and typically resolves with balloon deflation or intra-arterial vasodilator therapy. During balloon angioplasty, several factors can trigger this such as direct contact of the balloon, guidewire, or catheter with the arterial intima and irritates the vascular smooth muscle and activates ¿-adrenergic receptors. No other details were provided, and no device malfunction was reported. The device was not returned and no procedural images were provided; therefore, the issue reported cannot be verified. The exact cause cannot be determined. Risks associated with angioplasty procedures include pain and vasospasm and are listed in the IFU as such. Pta balloons aid in the treatment of pre-existing disease and progressive disease states by temporarily dilating a vessel and/or stent. Because they are not implanted, they are not intended for long term patency of a vessel. According to the warnings in the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Possible adverse effects include, but are not limited to, the following: abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events , including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site, complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ there is no evidence the event was related to a manufacturing issue; therefore, no corrective action will be taken.

Event description:
As reported in a cordis pta dilatation catheter (.035) survey, respondent #102 indicated pain was experienced during balloon inflation of an unknown 3mm x 4mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter which resolved. The respondent also indicated that a vasospasm occurred which was short-lived and was resolved with an intra-arterial infusion of papervine. This was during a procedure to dilate a stenosis on a patient with peripheral artery disease (pad) in which the target vessel was the infra popliteal artery. The device will not be returned for evaluation.